Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose on the (B)(6) weekend. She stated that she inserts the infusion set on her back side. She inserted one on saturday and did not noticed it was not inserted correctly until her blood glucose started to increase. She contacted her trainer and was advised to change the infusion set. She changed multiple times and blood glucose remained high. The blood glucose went up to 600 mg/dl and another meter showed 575 mg/dl. She was advised to treat with manual insulin injection. Customer stated that two infusion sets she removed; she thinks that did not go into the body as there has insulin on site and under the adhesive and cannulas were not bent. Customer also stated that one of the sets had blood in the middle of the tubing. On monday her husband helped her insert the infusion set and has been well since. Her blood glucose value in the morning was 200 and later 154 mg/dl. She would adjust her basal rates. Nothing further reported.